Manufacturer narrative:
Product was manufactured to print specifications at the time of manufacturing. Review of device history records found units released for distribution with no deviation or anomaly. Review of complaint history found no additional issues reported for item: 904759 lot: 047530 combination. Device not returned; inconclusive-root cause cannot be determined investigation results relayed to the sales rep via email. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the ziptight was missing the passing pin/needle.